Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no patient involvement. Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4). The ventilator was investigated on site by our field service engineer (fse). The logs show that the machine failed pre-use check on internal leakage and patient circuit tests. The fse replaced the connector muff and replaced o2 cell bacteria filter. The connector muff connects the gas module outlets to the inspiratory pipe inlet and it should be in a condition that it properly seals around the inspiratory pipe. The reported issue was solved after replacement and the device was returned to clinical use after successful pre-use check. We have not received any components for our investigation but probably the leakage was caused by particles on the connector muff causing it not to seal correctly. Evaluation of the device logs show that the internal leakage test failed due to too high leakage for the test. However, the leakage is too small to affect ventilation and this failure is detected during pre-use check. The conclusion is that the reported failure was solved by replacing the connector muff and o2 cell bacteria filter.

Event description:
(B)(4).